Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed because sensor wire is still attached to housing puck. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The wire remained in the skin at the insertion site. The patient was evaluated in the emergency department and the healthcare personnel (hcp) recommended observation of the insertion site; there was no documentation of medical intervention. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.